Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2020-15096. It was reported that the patient deceased on (B)(6) 2020. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was a heart attack accompanied by a ventricular arrhythmia complicated by kidney and liver disease. It was noted that the patient had a history of ischemic heart disease, hemochromatosis, coronary artery stenosis, and an enlarged heart.